Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced no audio output. Dexcom has issued an rga for patient to return her device to be investigated.patient was in a low and treated himself by taking sugar pills. Patient did not need medical intervention.